Manufacturer narrative:
The issue was detected during priming, there was no pt involvement. The incident occurred at (B)(6). Sorin group (B)(6) manufactures the compactflo evo ph/m oxygenator. This medwatch report is being filed on behalf of sorin group (B)(6). Sorin group (B)(6) rec'd a report that the oxygenator de-primed during setup. The issue was detected during priming. There was no pt involvement. The unit has been returned to sorin group (B)(6) for evaluation. A review of the manufacturing records showed that the device passed in-process leak testing prior to release. Visual inspection of the heat exchanger revealed reddish deposits on both the water side and blood side located along the safety channel area. Sem/eds analysis showed that the deposits were ferric oxide. Leak testing determined that there was communication between the water side and blood side compartments. Scanning electron microscopy identified a hole with rugged edges. Areas around the hole appear to be corroded. Elemental analysis indicated the presence of ca, p, na, and cl. Sorin group (B)(6) concluded that the hole in the heat exchanger was related to a corrosion process. Additional testing is underway. A f/u report will be filed when the investigation is complete. Sorin group (B)(6) manufactures the compactflo evo oxygenator. This oxygenator is not distributed in the u.s. Therefore, the 510(k) number is not applicable. However, the evo heat exchanger is used in similar oxygenators distributed in the u.s. The facility reported the incident to the country's competent authority and testing confirmed that there was a blood side to water side leak in the heat exchanger. The heat exchanger is representative of heat exchangers found in oxygenators marketed in the u.s. Therefore, this medwatch report is being filed as a result of these issues.

Event description:
Sorin group (B)(6) rec'd a report that the oxygenator de-primed during setup. The issue was detected during priming. There was no pt involvement.